Event description:
It was reported that diagnostic tests indicated high lead impedance. It was also reported that the pt experienced an increase in seizure activity above pre-vns baseline, irritability of mood, and sleep disturbance which the physician reported were likely related to the high impedance event. The physician believes that the high impedance may be due to "lead scarring" or "lead fibrosis". No falls or manipulation of the device have been identified. The surgeon did not identify any breaks in the lead during x-ray review. Plans for treatment include increasing medications and vns replacement.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.